Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement. No e/a alarm unspecified noted during testing. However, pump error 63 alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) due to broken trace at pin#1 and pin#6 at u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer heard beep but did not receive alarm on insulin pump. The customer stated they were able to clear the alarm and able to complete rewind process. Customer performed self test and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.